Event description:
During a follow up phone call the customer reported that the insulin pump alarmed no delivery. The customer stated that the alarm happened approximately once a week, before or after an infusion set change. The most recent occurrence was a few days prior to the phone call and it happened after the insertion of the infusion set. The customer's blood glucose was 200 mg/dl. Troubleshooting was not performed since the incident was a past event. The customer stated that they usually clear the alarm by pressing resume. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).